Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed, and the complaint was not confirmed by failure analysis. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was compared to an in-hose golden instrument, and no differences were found. The instrument was fully functional. There was no problem detected.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument's jaw broke and part of it was sticking outside. The procedure was completed with no reported injury.